Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of an infection near the peritoneal cavity and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for infection near the peritoneal cavity. Treatment was not reported. Follow up information (06aug2012): further information was received from a consumer. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. Patient not recovered from peritonitis. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12c23119 and h12c22038 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.